Event description:
It was reported to baxter (B)(4) that the reservoir of a seven day infusor device ruptured during filling. There is no report of patient injury or medical intervention as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a seven day infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. This issue is currently being investigated under CAPA (B)(4).